Event description:
A malfunction code 16 was reported by the customer, which persisted even after a reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer support assisted the caller with resetting the pump, but since the issue recurred, they arranged for a replacement. The customer was instructed to use a backup therapy of multiple daily injections (mdi) and was guided on how to return the malfunctioning pump.